Event description:
It was reported that the cast cutter overheated. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the thermal cutoff and several worn components.